Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4 with chordal rupture. The first clip was implanted successfully. Shortly after implantation of the second clip, an anterior leaflet tear was observed. The procedure was concluded with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage appears could not be determined. The reported unchanged mitral regurgitation (mr) appears to be a cascading event of the tissue damage. Furthermore, the reported patient effects of tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.